Event description:
Information was received from a patient (pt) on (B)(6) 2024 who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they are not able to get the handset charged or charge the stimulator. Patient stated they put in the serial number of the communicator and then they get all these things saying no connection or no network or something. Patient mentioned that everything was charged but that nothing has been working quite right since they got their equipment; patient added that things have only worked right a couple times. Patient noted that they have had a bunch of trouble and more pain; patient added they are worried they got used equipment due to all the trouble they've had. Agent asked patient if they were seeing this message when trying to connect to their implant and patient stated yes. Patient mentioned they have been using the internet this morning and they don't think that has anything to do with the issue but thought maybe that was the reason for the error messages; agent reviewed error m essages. Patient stated they have been working with the devices since tuesday and have had no luck on connecting. Agent walked patient through doing a reset on the communicator and got no network message; agent could hear wireless recharger noises and verified with patient that they were using communicator, but patient was doing reset on wireless recharger. Agent reviewed what the communicator looks like and the differences between the wireless recharger and communicator; patient located communicator and did reset. After reset, patient confirmed they were able to connect and turn therapy on. Agent verified that patient could charge handset; patient reported handset was at 83%. Patient mentioned that no one told or taught them about the communicator and its functions. The troubleshooting steps that were taken on the call resolved the issues. Pt called back in and reported that she continues to see "no network" when trying to connect to the ins. Pt stated her device has not worked since last tuesday and she is in more pain. Patient services (pss) tried to conference agent on the line for troubleshooting of the handset but pt did not have time to be on the phone longer. Pt stated she will call back to do troubleshooting with agent. Agent was going to transfer the patient and got disconnected upon transfer attempt. Patient stated they were seeing no network. Agent reviewed to disregard as there is no cell or wi-fi network as it has been disabled. Caller stated they were trying to connect to the app and kept having to scan the serial number. Patient services will call back tomorrow as it is after hours. Patient (pt) called back on (B)(6) 2024 reporting they were still having trouble with their device, and it had been occurring for the past 5 weeks. Pt reported they were going to meet with a manufacturer representative (rep) later that day. Pt wanted to confirm when the rep would be meeting with them. Patient services redirected the pt to their doctor. Per additional information received from rep on (B)(6) 2024, rep met with the patient and rep went through everything and none of the problems she reported happened when rep was meeting with patient. Patient called me a couple days later and said it was saying no network again. Manufacturer representative (rep) and patient called back on (B)(6) 2025 repeating information from previous calls. Caller reported that they have continuously done troubleshooting with the patient in person and still run into the no network message; caller added that other reps have helped the patient and have the same issue. Caller mentioned that they have met with the patient 10 times and each time they get the no network message; caller added that the handset will connect for a little bit and then display the message. Caller noted they and the patient have called a few times, the handset will show that it is working and then go to no network. Caller stated that the patient said if they cannot get the equipment to work soon, they are ready to have the implant removed because of how long this has been going on. Agent sent an email to repair to replace the handset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.